Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection manifested by cloudy effluent. The cause of the event was not reported. Treatment for the event was unknown. The patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was continued during the treatment; however ,was withdrawn at the time of this report. No additional information is available.